Event description:
It was reported that the explantation of the intraocular lens (iol) was due to a capsule tear. In follow-up, it was reported that due to the patient¿s anatomy, the doctor saw the capsule tear get worse as the doctor was trying to insert the iol and decided to remove the lens. No vitrectomy was performed. An incision enlargement occurred with the replacement (sulcus) lens. Reportedly, the patient is doing fine and surgery went successfully. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The intraocular lens was returned to the manufacturing site for investigation. Visual inspection revealed that the lens received was cut. What appears to be viscoelastic residue and surface particles were observed. The condition of the received lens is compatible with a lens that was removed from a patient's eye. Due the condition of the returned lens, the product did not meet acceptance criteria. Manufacturing related cause was not identified. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this lens was manufactured and did not show any change in manufacturing method, inspections, or specifications that could be related to the complaint reported. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.